Event description:
.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). On (B)(4) 2011, sorin group (B)(4) received a user report, which stated during surgery, the roller pump on the perfusion machine had stopped and an error code was displayed. There was no report of pt injury. The speed potentiometer was replaced by the facility's biomedical personnel and the roller pump was returned to service. The speed potentiometer was returned to sorin group (B)(4) for analysis. Testing by sorin group (B)(4) was unable to reproduce the reported failure. No problems were found. Sorin group (B)(4) forwarded the speed potentiometer to the supplier for further analysis. The supplier performed electrical and mechanical analysis and found that the speed potentiometer met specifications and performed as expected. No problems were found. The reported problem could not be reproduced. No further action is deemed necessary.